Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 25 mg/dl. Customer¿s other blood glucose value was 28 mg/dl. The customer alleged that insulin pump was over delivering insulin and why blood glucose went from 170 mg/dl down below 40 mg/dl. The customer stated that they had symptoms such as sweating, anxiety and belligerence. Customer was treated with food and glucose tablet for their low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer performed displacement test and it was failed. The insulin pump and reservoir will not be returned for analysis.